Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the surgeon would not remove the cdh29 instrument, although the washer was broken perfectly. Another instrument was used to complete the case. There was no consequence to the pt.